Event description:
It was reported by repair work order that the base lift power coil cable was exposing electrical wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.